Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Received additional information - the surgeon stated the lens was inserted into the patient's eye but the pupil started to come down and as the patient had a small eye, he was unable to open the lens. The lens was removed through the original incision, with no patient injury and the surgery was postponed until a later date. The patient is doing well. The surgeon stated the event was related to a patient related issue, there was no malfunction of the lens.

Event description:
The reporter stated the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in the patient's right eye (od), the lens was removed with no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.